Manufacturer narrative:
A supplemental report is being submitted for a correction. D4 - con408399 was moved from the lot # field to the serial # field. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the controller's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the controller passed visual inspection and functional testing. Log file analysis revealed that two vad disconnect alarms and one critical battery alarm were logged on (B)(6) 2019. The vad disconnect alarms indicated a physical disconnection of a driveline from the controller, and the critical battery alarm was due to a depleted battery being connected to the controller. Analysis of the controller log files and the device¿s inspection plan revealed that the alarms were logged during receiving inspection of the controller. During receiving inspection, the controller's log files are set to default, which deletes data recorded in the alarm and data files. A review of the controller¿s event file revealed that the set default command was recorded on (B)(6) 2019, which corresponds with information in the inspection plan. However, the inspection plan indicated that the set default commands were performed again on (B)(6) 2019, indicating that the set default commands were not properly performed by the operator. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to improper handling of the device during the receiving inspection process. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that before the wet test, the physicians noticed that in the controller log files, there were critical battery and ventricular assist device (vad) stop alarms. After they saw the alarms, they decided to not use the controller. The controller was removed from service. There was no patient involvement.